Event description:
During implant, the stylet was unable to be removed from the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet was unable to be removed was confirmed. As received, a complete lead was returned in one piece with a stylet stuck inside. Visual and x-ray inspections found the inner coil, poly tetrafluoroethylene (ptfe) liner of the inner coil, cables, and lead insulation were bunched throughout the entire lead. All damage noted to returned lead was consistent with occurring at the time of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.